Event description:
The pt needed coverage on her left lower leg. Impedances were checked and found to be >4,000 ohms on most electrodes; the #0 electrode was reported to be "decent". The stimulator was reprogrammed. They were able to get stimulation for the pt in her lower leg as needed; she had good coverage.